Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The measured energy was stable. The logfile shows that the reported treatment of right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Based on the provided clinical review from local clinical application specialist the applied treatment might have not been the most appropriate treatment type for the patient. This was not further elaborated. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had overcorrection in the right eye of a patient with post operative outcome more than one diopter, after prk surgery. There are multiple related reports for this facility. This report addresses patient nj, right eye and additional manufacturer reports will be filed for the other patients.